Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during basal delivery. The customer's blood glucose was 160 mg/dl. Customer changed the cartridge and insulin was resumed successfully.